Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb scope did not extend out all the way through harvesting cannula and caused a decreased visibility. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25130372, 25129858, 25129665, the last 3 lots shipped to the account prior to the event date. There was no non conformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb scope did not extend out all the way through harvesting cannula and caused a decreased visibility. A replacement device was used to complete the procedure. The hospital did not report any patient effects.